Event description:
Complainant alleged that while attempting to defibrillate a patient, the device's display was frozen. After powering off the device and powering back on the clinician was able to continue care. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.